Manufacturer narrative:
Fa codes were updated. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) erbe to resolve the reported error(s) c-34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and reported c-34 hf voltage issue was confirmed remotely as well as during system testing. No visible issues were found upon visual inspection. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci assisted surgical procedure, an integrated electrosurgical unit (iesu) erbe was faulting with repeated error(s) c-34. An intuitive surgical inc., (isi) technical support engineer (tse) explained that repeated error might warrant a unit replacement. It was further advised to use a covidien (third party) generator as a back-up along with a blue colored activation cable. Customer stated that they did have a covidien generator but did not have a blue activation cable for the connection. They were likely going to swap out the vision side cart (vsc) from another system. There were no reports of patient injury. An isi field service engineer (fse) to follow-up.